Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient synched with their implant and increased stimulation (stim) to a comfortable level. Pt noted they kind of felt it where the device is and in their testicle, and pt then noted, they no longer felt anything. Agent reviewed some therapy education, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Agent redirected to their doctor. Pt said they would talk to their doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.